Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited a diagnostics anomaly. No patient symptoms or additional information was reported. The patient is being monitored remotely.